Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure within the coronary sinus (cs) with a qdot micro, and the patient experienced pericardial effusion. It was reported that the patient experienced an adverse event during the procedure, and the patient had a pericardial effusion. Shortly after the second set of ablations, anesthesia noticed that the blood pressure had dropped. Using the soundstar catheter, the physician discovered a pericardial effusion. A "code yellow"/ ep lab emergency was called and the patient was prepped for a pericardiocentesis. It is unknown how much blood was drained. The patient was stabilized and was transferred to intensive care unit (ICU). Prior to the event, after gaining transseptal access and mapping the left ventricle, a catheter was placed in the cs. It was determined that the earliest signal location in the cs. The physician advanced the qdot micro catheter into the coronary sinus and applied radio frequency (rf) energy. The physician applied approximately 15 lesions at 30-35 watts per lesion for 10-15 seconds. The average impedance was 120-160 ohms. The physician removed the ablation catheter from the cs briefly and then returned to ablate 3 to 4 more times. Additional information was received. The patient outcome of the adverse event was improved. Catheter exchanged occurred at least 3 times, and one transeptal puncture was conducted. The physician¿s opinion on the cause of this adverse event is procedure related.